Manufacturer narrative:
Device was used for treatment, not diagnosis. Reporter's phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure it was observed that the oscillating saw device lacked power. It was not reported if there was delay in the procedure due to the event. It was reported that the same device was used to complete the procedure. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Upon further investigation, it was determined that medwatch report 8030965-2018-50268 is a duplicate of medwatch report 8030965-2018-51356. Please reference report 8030965-2018-51356 for all further reporting regarding this event. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.